Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the significant calcification of the native valve may have impacted the issue. However, a conclusive cause could not be determined from the information available. The pvl was reduced to mild through implant of a second valve. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted due to significant calcification of the native annulus. A second valve was implanted valve-in-valve, reducing the pvl to a trace level. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.